Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood results reading of "lo." Customer states that she is feeling weak. It was recommended that the customer seek medical attention. Customer stated she would drink orange juice and disconnected the call.